Event description:
Received notification from manufacturer of potential mold growth in identified lot numbers of mesa laboratory ph 7.0 calibration solution. Affected lot numbers were identified in the facility and immediately removed. No known patient events have occurred as a result of this product.